Event description:
Customer reported via phone, the insulin pump had alarmed no delivery while he was sleeping. Customer's blood glucose was 92 mg/dl. Troubleshooting was performed on the insulin pump and customer was advised the reservoir or the infusion set my might be occluded. Customer stated when there was greater than normal resistance when attempting to push insulin through with a plunger. He was advised to replace reservoir and infusion set. Customer is not returning the reservoir for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.